Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc 0338-0049-41, lot p351387, exp jun 2017, nacl injection, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the maxzero mated to a medication syringe during a dexamethasone infusion. Fluid was noted on the floor and leaking was observed when the line was flushed; there was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the maxzero/syringe mating was not confirmed however leaking was noted at another location. The set was visually inspected and no anomalies were observed. Functional testing and pressure testing confirmed leaking at the engagement between the bottom of the anti-siphon valve and the pvc tubing sleeve components. There was no leaking observed at the nac zero connection. Slight tugging was performed on all the engagements of the set; no separations were observed. The root cause of the leaking from the anti-siphon valve was identified as excessive pressure exerted during the IV push of the fluid from the attached 5ml syringe.